Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, for multiple patients involving the access 2 immunoassay system. This event occurred over three dates, this report is related to results generated on (B)(6) 2014. The customer reanalyzed the patient sample on the access 2 system in question and obtained expected results. There was no report of patient injury or change in patient treatment associated with this event. Qc, calibration, and system check parameters were recovering within expected ranges. The sample was collected in a lithium heparin gel tube and was centrifuged at 8,512 rpm (rotations per minute) for 3 minutes. No issues with sample integrity were reported. Service was not requested.

Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. Service was not dispatched. Calibration passed on (B)(4) 2014 with access accutni+3 reagent lot 429736 and calibrator lot 335278. System checks passed on both (B)(4) 2014. All three (3) levels of quality control (qc) were within specifications. There is no evidence of pre-analytical sample handling issue and no indication that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. Bec (beckman coulter) internal identifier for this report is (B)(4). All MDR associated with this report are: 2122870-2014-00853, 2122870-2014-00854, 2122870-2014-00855.